Event description:
It was reported that the customer had high blood glucose levels of 10.8 mmol/l. The customer reported an unexpected restart by the insulin pump. It was also reported that the customer received multiple displayable history crc check failed on startup errors on the insulin pump. Troubleshooting was done. The customer reported that the insulin pump was not in use for twelve months. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Minor scratches on display window noted. Pump passed a21 alarm test. No a21 alarms noted. No a17 alarms noted. No a47 alarms noted during testing. However a47 alarms noted in alarm history due to corrupted history files.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)